Event description:
It was reported that after application the anchor pulled out and was broken. The suture in the second line couldn't be fixed. The surgeon switched to a single row technic. No patient injury was reported.

Manufacturer narrative:
It was reported that after application the anchor pulled out and the eyelet was found to be broken. The anchor was removed and another bone hole was required to complete the procedure where the surgeon switched to a single row technique. One used 4.5 footprint ultra pk suture anchor assembly was returned for evaluation. Visual assessment of the anchor showed it is broken at the suture slot and one of the anchor fins is missing. The anchor is also bent slightly. Inserter was functionally tested and functioned as intended. Dimensional assessment of the anchor confirmed it met print specifications. An exact root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) inadequate bone quality. (2) incorrect site preparation. Or (3) incorrect alignment can result in anchor failures. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.

Manufacturer narrative:
One used 4.5 footprint ultra pk suture anchor assembly was returned for evaluation. Visual assessment of the anchor showed it is broken at the suture slot and one of the anchor fins is missing. The anchor is also bent slightly. Inserter was functionally tested and functioned as intended. Dimensional assessment of the anchor confirmed it met print specifications. This investigation could not identify any evidence of product contribution to the reported complaint.